Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The device reported high lead impedance. It was noted that the svc coil trends were consistently greater than 200 ohms. The patient reported feeling a vibration approximately 1 year ago when initially implanted. Noise was observed while performing isometric and positional testing. The physician reprogrammed the device to omit the svc coil.